Manufacturer narrative:
The manufacturer x-rays which will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that a revision surgery was performed due to implant fracture and non union.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Event description: it was reported that there was a breakage of implant and non union. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: the x-ray pictures received show an existing hip prosthesis and the implantation of a ncb plating system. In addition, it can be seen that the ncb plate was broken in two fragments. The fracture occurred through a screw hole. The reported event can be confirmed. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Raw material certificate: the raw material certificate was reviewed with no anomalies noted. Clinical evaluation report: a non-union is usually declared 8 months after the fracture occurred but this time point is depending on several fractures such as fracture location, fracture type, patient age, comorbidities, etc. And might be expanded up to 12 months. A delayed or non-union of a fracture will subject the fracture site and osteosynthesis device to repetitive stresses that may cause eventual bending or breakage of the osteosynthesis device. After healing occurs, these osteosynthesis devices serve no functional purpose and removal is recommended. In some cases, however, the surgeon may decide that surgical intervention solely for the removal of the implanted osteosynthesis device represents a greater risk to the patient than if the device were to remain implanted. Conclusion: it was reported that there was a breakage of implant and non union. The received x-ray pictures confirm the breakage of the plate. The broken ncb plate was not received for investigation. Therefore, the fracture surfaces could not be evaluated. The plate was implanted on (B)(6) 2020 and revised on (B)(6) 2021. The in vivo time was 17 months. Usually, a non-union is declared 8 months after the fracture occurred but this time point is depending on several fractures such as fracture location, fracture type, patient age, comorbidities, etc. And might be expanded up to 12 months. A delayed or non-union of a fracture will subject the fracture site and osteosynthesis device to repetitive stresses that may cause eventual bending or breakage of the osteosynthesis device. The investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.